Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: 7 hours post procedure (tavr), patient was brought back to the lab for a possible retroperitoneal bleed. Site was repaired percutaneously with a covered stent. Additional information on 26oct2022: during a tavr procedure on (B)(4) 2022 access was obtained using micro puncture and ultra sound, in the higher right common femoral artery.the vessel size measured 6.5mm with moderate posterior calcification and mild tortuosity.the measured device depth was 5+1=6. There were no issues advancing or withdrawing sheaths. Prior to deployment blood pressure was 120/54mmhg, act was 401, 12000iu heparin and 50mg protamine were administered intravenously. The device was deployed at the measured depth and hemostasis was immediate. 7 hours later a "peripheral leak around the device" was noted, the patient was returned to the lab and site was balloned and a stent was placed.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate a high positioned radiopaque lock, post procedure balloon inflation applied and placement of a stent. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain a higher positioned access. Vasculature was noted as 6.5mm, moderate posterior calcium in the mid-lower femoral head area, posterior wall calcification, minimal tortuosity, with a depth measurement of 5cm + 1cm. The instructions for use warns not to use manta if there is marked tortuosity of the femoral or iliac artery. Prior to closure the patients activated clotting time (act) was noted as 401, and protamine was administered. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was immediate; however, seven hours post-procedure the patient was brought back to the cath lab for a potential retroperitoneal bleed. Balloon inflation was applied to tamponade, and a covered stent was deployed to address the bleed. The suspected root cause of the retroperitoneal bleed is possibly due to the high access site. A high access site can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. High access sites are listed as contraindications to the manta device due to the possibility of not achieving an optimal seal and causing more difficulty to control bleeding. The IFU warns do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. The following potential adverse events related to the deployment of vascular closure devices include retroperitoneal bleeding, and its consequences, as a result of failed closure in the setting of an access above the inguinal ligament or the most inferior border of the epigastric artery (iea). The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.